Event description:
The user facility reported that a glidecath was sheared in half during a bilateral iliac stent placement. Follow-up info revealed that the involved iliac vessel contained heavily calcified plaque lesion. The approach was the left side contralateral to the right. The glidecath was used to get the guidewire over to the right side so they could post dilate the stent. After getting the guidewire into position, the catheter was being removed when a significant amount of resistance was encountered due to becoming caught on the plaque. Continued exertion against the resistance resulted in approx 20-cm of the catheter becoming detached in the pt. A snare was used to successfully retrieve the detached distal portion of the catheter. The original procedure was completed successfully and the pt's condition is reported as "fine".